Event description:
The facility reported an infusion pump was a failure code 570:320:675:0000. Information was not provided regarding whether or not hte device was in pt use when the event occured. According to the hospital rep, no pt injury or medical intervention had been reproted related to the device. No additional info or contact was available.